Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the reported phenomenon was reproduced. It was determined that image failure occurred due to faulty cable (internal disconnection and the like). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found flare foggy image color lines due to a bad cable. Additional evaluation findings were as follows: the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head the image appears fuzzy and streaky on the screen during preparation for use. There were no reports of patient harm or impact associated with the reported event.